Event description:
It was reported that high out of range shock impedances were noted on this implantable lead. A request was made to technical services for troubleshooting. Technical services (ts) confirmed the gradual increasing shock impedances and provided troubleshooting instructions. This lead remains in-service at this time. No adverse patient effects were reported.